Event description:
It was reported that the patient presented with inappropriate shocks caused by noise over-sensing of the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Event description:
New information received notes that the patient presented in clinic and received the inappropriate shocks in clinic.